Manufacturer narrative:
(B)(6). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of an "oil mist filter failure" with their sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The tubing connecting the oil mist filter housing and oil return valve was adjusted to resolve the oil mist/leak issue. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the oil mist/leak issue and system risk analysis (sra). Trending analysis of the oil mist/leak issue was reviewed for the previous six months from open date and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced as a result of the issue. The assignable cause of the oil mist/leak issue is likely due to the oil mist filter and oil return valve tubing . The field service engineer adjusted the part and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).